Event description:
The customer reported the system turned off during use. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier, camera and system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.